Manufacturer narrative:
Received a new lot number. Updated with the lot number, expiration date, and manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Based on the reported information, there was no allegation that a malfunction or deficiency of the embolic material occurred during the embolization procedure. Based on the reported information, there is no evidence suggesting that the material was defective, but rather a post procedure and patient condition related event. Linked with MDR: 2029214-2016-01008. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a neurological symptom and cerebral ventricle dilatation (increasing the size of the occipital horn) post procedure. The subject also has an amnestic disorder. The patient was also reported to have experienced a cerebral hemorrhage, headache, behavioral disorder, loss of consciousness and epilepsy.

Manufacturer narrative:
Updated patient date of birth and gender, event out come, describe event or problem - additional event details. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 days post uneventful liquid embolic embolization, the patient experienced a rupture of the arteriovenous malformation (avm) in the left occipital. The patient then underwent a decompressive craniectomy with evacuation of hematomas and excision of the avm. Progress was made towards a return to normal alertness, with persisting motor aphasia and hemiparesis predominantly in the right upper limb in addition to impaired swallowing. She is being transferred today to a neurosurgery ward, while awaiting a place in a suitable rehabilitation center.